Event description:
IV tubing starting leaking near the ICU medical spinning spiros closed male luer. The hazardous drug mycophenolate had only been running for 30 minutes, so it had not reached the end of the tubing yet. However, new tubing had to be primed, and a new dose of mycophenolate had to be used, to ensure the patient received the entire dose.